Event description:
The pt reportedly experienced intermittencies followed by loss of lock between the internal device and the external equipment. External equipment was exchanged and programming changes were made; however, the issue was not resolved. It was confirmed that the device indicates a problem with the internal antenna. Device revision surgery has been discussed with the pt. The pt is being monitored.